Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported pouring reagent on the swab prior to inserting the swab in her nostril. Consumer reported a little burning feeling but dissipated after cleaning with water. Although requested, no additional patient information including treatment and outcome was provided.

Manufacturer narrative:
Investigation conclusion: technical service advised the customer to rinse their nose with lots of water and provided the customer with the poison.org website containing poison control numbers should they experience additional symptoms. According to the package insert in195150c v. 3.0: a. Prepare for the test. 3. Remove dropper bottle cap. Hold dropper bottle straight over top hole, not at an angle. Put 6 drops into top hole. Do not touch card with tip. B. Collect nasal sample. 4. Open swab package at stick end. Take swab out. 5. Swab both nostrils carefully as shown. Insert the entire soft tip of the swab into a nostril (usually 1/2 to 3/4 of an inch). You do not need to go deeper. Using medium pressure, rub the swab against all of the inside walls of your nostril. Make at least 5 big circles. Do not just spin the swab. Each nostril must be swabbed for about 15 seconds. Using the same swab, repeat step 5 in your other nostril. Precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/contact-us or 1-800-222-1222. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.